Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (asked unk mg/ml at asked unk mg/day) via an implantable pump for non-malignant pain. It was reported that the patient got meningitis following a pump implant and had the entire system removed.